Event description:
Patient presented to the physician with consistent headaches originating at the top of the head and radiating down to the neck incision site, ongoing since the implant procedure. Physician prescribed muscle relaxants.